Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer had been reusing insulin, using cold insulin and wearing infusion sets beyond labeling. A supply change was performed resolving the occlusions. Customer¿s blood glucose level ranged from 213-395 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.